Manufacturer narrative:
Investigation summary: the complaint stated that water was unable to flow in the irrigation lumen. However, the reported product is a 2-way foley catheter which has a drainage lumen only, no irrigation lumen. The customer may have intended to mention that water was unable to flow in the drainage lumen. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received for evaluation. A physical investigation was done on the returned catheter by attempting to flow water through the drainage lumen. The flow was found to be blocked and the catheter was unable to drain properly. The catheter was dissected and analyzed under a magnifying camera; a shiny coating was found inside the drainage channel. It must be noted that the reported device was manufactured before the implementation of the following corrective actions which included a change to the inspection method to reduce or eliminate human error during self-inspection; each catheter inspected will be put on another strip as to prevent an inspection error. A camera was installed and implemented to focus/zoom on the drainage lumen during the inspection; the image from the camera can be seen clearly on the screen monitor. Also, the dipping process method was implemented using a former for catheters size 8fr, 10fr & 12fr. These procedures were updated and the appropriate operators were trained. The reported lot number was manufactured prior to the implementation of these actions which are considered effective. No further actions will be required at this time. The complaint will be recorded for tracking and trending purpose. <p>sections d1 and d4 were updated to reflect the accurate incident device.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the catheter was placed in the patient during an operation, but urine didn¿t come out through it, and so it was replaced with another foley catheter. Even though water was put into the lumen of the catheter involved using a syringe, the water didn¿t come through the catheter. The catheter involved was used for about an hour. There was no patient injury.